Event description:
The nurse noticed that the pt spo2 value is decreasing to about 40%, then the doctor instructed nurse to switch the e100m to e100i as emergency treatment. After that the pt condition was improved. The unit was then returned for investigation. The technician found that the fio2 is always 21% regardless of mixer knob rotation 21% through 100% and also the tidal volume varies by fio2 setting.